Manufacturer narrative:
Bayer case number: (B)(4). Pain in the same area [pelvic pain female]. I had an episode of something like appendicitis, [appendicitis]. Very sharp abdominal pain [abdominal pain]. Chronic fatigue [chronic fatigue]. Abdominal pain radiating to the back, buttocks, and leg [lower abdominal pain]. Poor circulation [disorder circulatory system]. Blurred vision (difficulty focusing) [vision blurred]. Weight gain [weight gain]. Muscle and joint pain [arthromyalgia]. Achilles tendon pain [achilles tendon pain]. Difficulty in walking [difficulty in walking]. Difficulty concentrating, [concentration impairment]. Memory problems [memory disturbance]. Renal pain [renal pain]. Tinnitus [tinnitus]. Impaired balance [balance impaired nos]. Vertigo [vertigo]. Dry skin [dry skin]. Oedema [oedema]. Tendon pain [tendon pain]. Ligament pain [ligament pain]. Loss of sensation in the upper right thigh [numbness of lower extremities]. Discomfort [discomfort]. Case narrative: the below report was received by health authority ansm (reference number: r2607729) on 12-mar-2026. The most recent information was received on 19-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in the same area") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, she experienced appendicitis ("I had an episode of something like appendicitis,"), abdominal pain ("very sharp abdominal pain"), fatigue ("chronic fatigue"), abdominal pain lower ("abdominal pain radiating to the back, buttocks, and leg"), cardiovascular disorder ("poor circulation"), vision blurred ("blurred vision (difficulty focusing)"), arthralgia ("muscle and joint pain"), achilles tendon pain (" achilles tendon pain"), gait disturbance ("difficulty in walking"), disturbance in attention ("difficulty concentrating,"), memory impairment ("memory problems"), renal pain ("renal pain"), tinnitus ("tinnitus"), balance disorder (" impaired balance"), vertigo ("vertigo"), dry skin ("dry skin"), oedema ("oedema"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), hypoaesthesia ("loss of sensation in the upper right thigh") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). On unknown date she experienced pelvic pain (seriousness criterion medically important). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to appendicitis, fatigue, abdominal pain lower, abdominal pain, cardiovascular disorder, disturbance in attention, renal pain, tinnitus, balance disorder, vertigo, dry skin, hypoaesthesia, vision blurred, weight increased, arthralgia, achilles tendon pain, gait disturbance, memory impairment, oedema, tendon pain, ligament pain, discomfort or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Blood test] (date unknown): normal. [Ultrasound scan] in 2022: everything normal. [X-ray] in 2022: everything normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pain in the same area [pelvic pain female]. I had an episode of something like appendicitis, [appendicitis]. Very sharp abdominal pain [abdominal pain]. Chronic fatigue [chronic fatigue]. Abdominal pain radiating to the back, buttocks, and leg [lower abdominal pain]. Poor circulation [disorder circulatory system]. Blurred vision (difficulty focusing) [vision blurred]. Weight gain [weight gain]. Muscle and joint pain [arthromyalgia]. Achilles tendon pain [achilles tendon pain]. Difficulty in walking [difficulty in walking]. Difficulty concentrating, [concentration impairment]. Memory problems [memory disturbance]. Renal pain [renal pain]. Tinnitus [tinnitus]. Impaired balance [balance impaired nos]. Vertigo [vertigo]. Dry skin [dry skin]. Oedema [oedema]. Tendon pain [tendon pain]. Ligament pain [ligament pain]. Loss of sensation in the upper right thigh [numbness of lower extremities], discomfort [discomfort]. Case narrative: the below report was received by health authority ansm (reference number:(B)(4)) on 12-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in the same area") in a 53-year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021 she experienced appendicitis ("I had an episode of something like appendicitis,"), abdominal pain ("very sharp abdominal pain"), fatigue ("chronic fatigue"), abdominal pain lower ("abdominal pain radiating to the back, buttocks, and leg"), cardiovascular disorder ("poor circulation"), vision blurred ("blurred vision (difficulty focusing)"), arthralgia ("muscle and joint pain"), achilles tendon pain (" achilles tendon pain"), gait disturbance ("difficulty in walking"), disturbance in attention ("difficulty concentrating,"), memory impairment ("memory problems"), renal pain ("renal pain"), tinnitus ("tinnitus"), balance disorder (" impaired balance"), vertigo ("vertigo"), dry skin ("dry skin"), oedema ("oedema"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), hypoaesthesia ("loss of sensation in the upper right thigh") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). On unknown date she experienced pelvic pain (seriousness criterion medically important). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to appendicitis, fatigue, abdominal pain lower, abdominal pain, cardiovascular disorder, disturbance in attention, renal pain, tinnitus, balance disorder, vertigo, dry skin, hypoaesthesia, vision blurred, weight increased, arthralgia, achilles tendon pain, gait disturbance, memory impairment, oedema, tendon pain, ligament pain, discomfort or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Blood test] (date unknown): normal [ultrasound scan] in 2022: everything normal [x-ray] in 2022: everything normal case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.